Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced seizure, loss of consciousness and had contact with a healthcare professional, but no treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Applicator (B)(6) has been returned and investigated. Visual investigation has been performed on the returned applicator and cap, no issues were observed. Sensor cap was retained inside applicator cap and applicator fired correctly. A damage was observed on the sensor cap seal which indicates that the customer has reapplied the applicator cap after removal and before attempt to fire the applicator. Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software and extraction was successful. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced seizure, loss of consciousness and had contact with a healthcare professional, but no treatment was provided. There was no report of death or permanent impairment associated with this event.